Manufacturer narrative:
The product has been received and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.